Event description:
It was reported that customer faced multiple errors with erbe generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system log and found multiple error 25913. The tse asked user to check footswitch in vision side cart drawer. The user confirmed footswitch was not pressed. The user also confirmed the surgeon side console (ssc) foot-tray buttons were not stuck nor had been depressed. The tse confirmed from events screen none of ssc pedal had been pressed. The tse advised to power cycle the erbe generator. The user tried different energy cables, but unable to resolve the issue. The tse called user back and ask if further troubleshooting can be performed. The tse asked to disconnect foot pedal cables to be disconnect at back of the erbe generator. The user informed after disconnecting the two cables there were no further error. The procedure was converted to traditional laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the foot pedal to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The procedure was converted as the surgeon did not feel confident, he would be able to use energy once the robot was docked. No port incisions were changed. Robotic cannulas were used laparoscopically. No injury to patient was reported.